Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "the scale was misaligned."

Manufacturer narrative:
Customer returned (2) loose 29g x 12.7mm, 0.3ml bd insulin syringes. Consumer reported the scale was misaligned. Both returned samples were examined and the following was observed: one syringe exhibited missing scale markings. -he other syringe was tested using a 0.3 ml plug gauge and passed. A review of the device history record was completed for batch# 8225893. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200774042] noted for scratched print. There was one (1) notification [200774003] noted for missing zero lines. There were two (2) notifications [200774308, 200774201] noted for blank barrels. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (missing scale markings). As per manufacturing, "probable root cause for the missing print is due to bad transfer from the pad to the barrel. Complaint data will be monitored for trends related to this issue." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above no CAPA is required at this time.

Event description:
It was reported that scale marking error occurred with a syringe 0.3ml 29ga 1/2in 7bag 420cas jp. The following information was provided by the initial reporter, "the scale was misaligned."